Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. A review of the device history records related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there was one additional complaint associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of two reports from this reporter. The manufacturer internal reference number is: (B)(4).

Event description:
A materials coordinator reported that six ophthalmic forceps would not open after they were initially closed during vitrectomy surgeries. The forceps issues were noted prior to any patient contact therefore, there was no impact to any patient. Alternate forceps were obtained in order to begin and complete each procedure.

Manufacturer narrative:
The forceps sample was received in an inner blister including cover foil. The sample was very bent. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was very bent and shows surgery residuals on the tip. The customer's complaint could not be confirmed because the condition of the device, which was bent with very bent grasping arms, does not allow a detailed examination of the reported issue. The sample was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. A manufacturing or design related root cause for the damage of the complained device could not be identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).